Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation.   New information added on fields: d8, h3 and h6. Correction on field: d9, e2, e3 and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device was not returned to olympus for inspection. However, a field service engineer evaluated the device, and the customer¿s reported malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the scope itself might have had an issue with its instrument channel that prevented a connector from locking on properly. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope had an issue with connectors locking on properly. The issue was found during reprocessing. There were no reports of patient harm.